Event description:
It was reported that the customer's insulin pump alarmed motor error more than once in a month. The blood glucose reading was 9.1mmol/l. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run the displacement test and the test failed. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump passed the prime, displacement and basic occlusion testing. The device was received in stuck in the motot error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Cracked reservoir tube lip noted during visual inspection.